Event description:
It was reported that the pump issued an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin was initially suspended due to the alarm, but after following instructions to clean the speaker holes and reconnect the cartridge, insulin infusion was resumed successfully, and the pump returned to normal operation. Technical support provided preventative tips, and the customer confirmed understanding.